Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated the patient's blood glucose had been very labile for several weeks with frequent unexplainable highs. The patient awoke with a blood glucose >500 on the same day. The reporter gave the patient an injection of insulin and transported the patient to the hospital. Upon admission the patient's blood glucose was >300. The patient was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.